Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The exhalation valve was calibrated to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.